Event description:
It was reported that the health care professional (hcp) requested technical services (ts) review of this implantable cardioverter defibrillator (ICD) device data to confirm device operation. The hcp reported that multiple episodes of bursts of anti-tachycardia pacing (atp) and shocks were delivered appropriately due to ventricular arrythmia. The shocks and atps therapies were unable to convert the arrythmia, with an episode that recorded this ICD device to have delivered all its programmed therapy. It was also noted that during a defibrillation threshold (dft) test performed had difficulties converting the rhythm. The ICD and lead remain in service. No additional adverse patient effects were reported.